Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided abscess drainage catheter placement procedure using navarre drainage catheter. Post the catheter placement, the drainage catheter was allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for review. The photos show the partial view of product and complete view product label in which the material number (nod8lpt), the catalog number (gfjq0309) and the expiry date (28-04-2027) were found which are matched with the track wise and jde data was noted. However, the investigation is inconclusive for the reported fracture issue as no evidence for fracture was noted in the provided photo as device was partial visible. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided abscess percutaneous drainage catheter placement procedure using navarre drainage catheter. Post the procedure, the drainage catheter connector was allegedly fractured. There was no reported patient injury.